Manufacturer narrative:
On 11-sep-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation procedure that included qdot micro and the patient experienced cardiac perforation that required pericardiocentesis and prolonged hospitalization. It was reported by the bwi representative that they had gone transeptal and as they were advancing into the anatomy, they realized the ablation catheter was not plugged in and the physician had felt resistance and realized they had gone through the left atrial appendage and there was a cardiac perforation. The caller "noticed the slow build-up of fluid on ultrasound". The caller reported that they confirmed the pericardial effusion on intracardiac echocardiography (ice). The caller reported the physician then performed a pericardiocentesis and removed 950 ml of fluid. The patient is now stable. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. Physician's opinion on the cause of this adverse event was that the catheter was not plugged in. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure that included qdot micro and the patient experienced cardiac perforation that required pericardiocentesis and prolonged hospitalization. It was reported by the bwi representative that they had gone transeptal and as they were advancing into the anatomy, they realized the ablation catheter was not plugged in and the physician had felt resistance and realized they had gone through the left atrial appendage and there was a cardiac perforation. The caller "noticed the slow build-up of fluid on ultrasound". The caller reported that they confirmed the pericardial effusion on intracardiac echocardiography (ice). The caller reported the physician then performed a pericardiocentesis and removed 950 ml of fluid. The patient is now stable. The physician's opinion on the cause of this adverse event was attributed to the catheter not being plugged in. The patient¿s outcome from the adverse event was reported as improved. Patient required an extended hospitalization to monitor drain and no more fluid accumulation. No evidence of steam pop. Transseptal puncture was performed with baylis nrg needle. The correct catheter settings were selected on the ngen generator and the pump was switching from "low" to "high" flow during ablation. No error messages observed on bwi equipment during the procedure. Force visualization features used: graph, dashboard, vector and visitag. Parameters for stability included surpoint color options and 3mm. No additional filter used with visitag. Ablation had already been performed prior to noticing the adverse event.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).